Event description:
The facility reported an infuso.r. With "battery problems." It is unknown when this event occurred but occurred in "anathesia." There was no report of patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "battery problems" was confirmed and not reproduced. The root cause was not identified. The device was returned unrepaired and there were no upgrades/repairs performed on this device. Functionality of the device is unable to be verified due to estimate refusal by the customer. Should additional information be received, a follow-up medwatch will be submitted.